Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a right tka construct was implanted on (B)(6) 2019, the patient experienced a postoperative hematoma, a deep vein thrombosis and algodystrophy syndrome. The measures taken to resolve these symptoms are unknown. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
H10. The device was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.